Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2003 due to bladder prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, urinary problems, bleeding and dyspareunia.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced nocturia, post void dribbling, and occasional urge incontinence.

Manufacturer narrative:
It was reported that patient underwent interstim stage I and ii implantation on (B)(6) 2010 due to urinary urgency/frequency. No additional information was provided. (B)(4).